Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01508.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 hi-flow kit and a penumbra system ace 68 hi-flow kit. It was noted that the patient¿s anatomy was tortuous. During the procedure, while attempting to advance a jet 7 reperfusion catheter (jet7) and an penumbra system ace 68 reperfusion catheter (ace68) through a neuron max 6f 088 long sheath (neuron max), the aortic arch kept kicking the neuron max out of the common carotid artery, and the jet7 and ace68 would not advance due to the tortuosity. Therefore, the jet7 and ace68 were removed. The procedure was completed using a penumbra system ace 60 reperfusion catheter (ace60), the same neuron max, and a penumbra system 3max reperfusion catheter (3maxc). There was no report of an adverse effect to the patient.